Event description:
The manufacturer received information alleging a ventilator's lcd screen malfunctioned. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen malfunctioned. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display screen was found to be physically damaged and needs to be replaced to address the issue.